Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20097. The pt was implanted with two leads of the same lot. It was reported 3 electrodes were invalid. Subsequently, reprogramming resolved the issue. A week later, the pt presented with 5 invalid electrodes and one with low impedance. Add'l reprogramming captured the right lower back and most of the legs, however, coverage could not be obtained in the left lower back. X-rays were taken. No report of any lead damage or movement detected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.